Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break. Block h11: investigation analysis upon receipt at our quality assurance laboratory, this polaris loop ureteral stent underwent a thorough analysis. Visual analysis identified that the stent shaft was detached. The reported event of stent shaft break was confirmed. The suture was not returned for analysis. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it is possible to conclude that this issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the bladder coil and is removed using excess force, the stent could get detached/separated during the preparation affecting the performance of the device. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a polaris loop ureteral stent was to be used in a holmium laser lithotripsy procedure. During unpacking, it was found that the stent was damaged. The procedure was completed with another same device and there were no patient complications reported. Picture provided by the customer showed that the stent shaft was broken.